Event description:
(B)(6) - it was reported by the consumer that the unknown rollator model and serial numbers back wheels got bent, resulting in the patient falling backwards while sitting in the unit. There was no injury reported.